Event description:
Customer reported that two infant heel warmers exploded while trying to activate. Operator of the device is unknown. Event date is unknown. No further information was provided upon request.

Manufacturer narrative:
Samples were received for evaluation and the investigation determined that some of the samples received were already activated and defect reported was confirmed. The root cause was determined to be a burst pack due to an incomplete top seal. The machine was setup correctly and is designed with a mechanism which reduces the likelihood for this issue. Device history record review was completed on the reported lot v2h168, and the lot was manufactured and released in compliance with all requirements. No anomalies were found during review of the records. Cardinal health will continue to monitor complaint trends for this reported issue of burst and work to identify improvement activities to minimize reoccurrence.